Manufacturer narrative:
December 14, 2000: this event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
During a pacemaker replacement procedure, a connection issue was indicated by the physician associated to supplemental reply brand screwdrivers (separate accessory) from lots cp09052501 and cp09071406. Three screwdrivers from these lots were used for disconnection of a lead from a non-sorin brand pacemaker, and in each case, the physician broke the shaft of each screwdriver.